Event description:
The customer reported that the device would not recognize the pads cable during testing.

Manufacturer narrative:
(B)(4): the customer reported that the device would not recognize the pads cable during testing. Philips evaluated the device and verified the reported symptom. The power pca was replaced to resolve the issue.